Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by the plaintiff¿s attorney that the plaintiff was implanted with a monarc subfascial hammock mesh bladder sling on or about (B)(6) 2008, to treat stress urinary incontinence. In (B)(6) 2008, the plaintiff complained of dyspareunia. On (B)(6) 2011, the mesh was felt coming through the vaginal wall at a routine pelvic exam. On (B)(6) 2012, the plaintiff was seen by a referred physician experienced in dealing with mesh. It was determined that the mesh should be removed promptly to avoid an internal infection. In (B)(6) 2012, the plaintiff had this confirmed with yet another physician. On (B)(6) 2012, the mesh was removed. The surgery procedure lasted longer than expected due to the mesh growing into the plaintiff¿s inner hip bone where the physician deemed it necessary to scrape the bone smooth again. It was further alleged the plaintiff suffered and continues to suffer severe physical and emotional injuries including, but not limited to, pain and discomfort from the erosion of the mesh into her vagina, open wound caused by the migration of the mesh, anxiety, loss of mobility in hip movement, loss of intimacy, and recurrence of urinary infections.